Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information, assisted in resetting the pump, and confirmed that the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared, which the caller understood.